Event description:
It was reported that blockage of the catheter couldn't drip fluid. Patient status/ intervention: change new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blockage of the catheter couldn't drip fluid. Patient status/ intervention: change new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, similar complaints, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed. Four 4 fr groshong nxt catheter segments were returned for evaluation. The connector assembly and the catheter containing the valve were not returned. The catheter segments contained depth markings from the 40 cm to 60 cm markings. Dried crystalline residue was visible within the catheter tubing. An attempt to infuse water through the catheter segments revealed resistance caused by the residual material; however, water was able to flow through. Based on the condition of the returned sample, possible contributing factors include precipitant formation and catheter maintenance. Since restricted flow was noted in the catheter segments containing dried usage residue, the complaint is confirmed.